Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a blood glucose level over 600 mg/dl the day before the call. Customer treated with a manual injection and her blood glucose level dropped to 241 mg/dl. Blood glucose level at the time of the call was 541 mg/dl. The customer was assisted with correcting the device's settings. The insulin pump was not replaced or returned for analysis.